Manufacturer narrative:
The onyx in this case could not be returned for evaluation. Based on the initial report, the device does not appear to have malfunctioned. The device history records for the reported product lots numbers have been reviewed and no quality issues were noted. The product met the acceptance criteria prior to release. Model and lot numbers were involved:add'l model# 105-7100-060; 105-7100-080. Add'l lot# 1561150; 1138969. Add'l date:2006; 2005. Add'l MFR expiration:09-2008; 09-2007.

Event description:
Pre-operatively the pt present with a grade 4 avm, using the speltzer-martin system and treated with onyx in two stages. First stage with 1 vial of onyx 18 in 2006, and 2nd stage with 2 vials of onyx 18 and 1 vial of onyx 34 eighteen days later. Approx 25% of the avm was embolized. Pt released from hosp two days later, and readmitted to ER in the same month, with symptoms of dehydration and herniated in the brain and subsequently death the next day.